Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mm x 120mm x 150cm coyote otw balloon catheter was advanced for dilatation. However, during first inflation at nominal atmospheres, the balloon burst. The device was removed, and the procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, this 2.5mm x 120mm x 150cm coyote was examined. Inspection of the device revealed a pinhole in the balloon which confirmed the reported event. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mm x 120mm x 150cm coyote otw balloon catheter was advanced for dilatation. However, during first inflation at nominal atmospheres, the balloon burst. The device was removed, and the procedure was completed with a different device. No patient complications reported.